Event description:
It was reported that during an unk procedure, first 2 reloads fired correctly with stapler. 3rd and 4th attempts misfired. Faulty stapler replaced with new stapler and procedure continued without incident. No information was given about procedure or reload selection. The procedure was delayed by 2 minutes and no patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2024 d4: batch # 743c92. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 743c92, and no non-conformances were identified. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? No if yes: did the device deliver any staples? Some - partial firing if yes, were the staples formed properly? N/a if yes, was the staple line complete? No did the device cut? Partial if yes, was the cut line complete? No if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? N/a was there any difficulty opening the device? N/a if yes, how was the device removed from the patient? N/a if yes, did the jaws eventually open? N/a.